Event description:
Related MFR# 2916596-2024-00273 and related MFR # 2916596-2024-00589 it was reported that the patient presented to the clinic on 08-jan-2024 with a driveline communication fault. The patient had a history of disconnecting their driveline but hasn't done it lately. A review of the log file revealed driveline communication fault alarms on 08-jan-2024. The patient's system controller and modular cable were exchanged on 08-jan-2024. On 10-jan-2024, the driveline communication faults returned on the patient's new controller. The driveline connector was cleaned on 11-jan-2024 and the modular cable was replaced after the cleaning. The alarms did not return after the connector cleaning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the patient had a history of unplugging the driveline to take showers. Water damage was noted on the pump cable following the system controller and modular cable exchanges. The driveline communication fault alarms did not return after the pump cable connector cleaning.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 vad modular cable (lot number: 9196299) was evaluated following the reported event of driveline communication fault alarms. A review of the event log files, extracted from (B)(6), contained data spanning approximately 8 days (04nov2022, 20jun2023, 01jul2023, 08jan2024 ¿ 11jan2024, 19jan2024 per timestamp). On 10jan2024 at 16:29:42, a com b fault activated and 10 seconds later a driveline communication fault alarm was triggered. On 11jan2024 at 14:41:14, a pwr a broken fault activated and 2 seconds later a driveline power fault alarm was triggered. The driveline communication fault and driveline power fault alarms did not resolve before the driveline was disconnected on 11jan2024 at 14:41:25. Pump operation was not affected by the alarms. The returned modular cable was in unremarkable condition. The modular cable was functionally tested and passed without issue. The modular cable was connected to the returned system controller and a mock circulatory loop. The system was able to operate as intended for an extended period of time. No driveline fault alarms were reproduced throughout testing. Log files were submitted capturing the cleaning and the driveline communication fault alarms returned after the first cleaning attempt. After the driveline connector was cleaned four times, no further issues were noted. The reported event was unable to be correlated to an issue with the returned mod cable. Heartmate 3 instructions for use , rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate 3 instructions for use, rev. C, and patient handbook, rev. D, are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.